Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the tip of screwdriver broke and the end of the baseplate inserter twisted. Device is available for evaluation.

Manufacturer narrative:
The reported event that could be confirmed, since the images provided for evaluation matches the alleged failure mode. The device inspection revealed the following: based on the provided images, the device shows signs of breakage as evident by appearance. The breakage is concentrated at the drive end. The transverse fracture pattern exhibits that the hexagonal screwdriver was subjected to non-axial application of regular higher torque leading to torsional forces, that leads to excessive stress on the drive ends, which goes past its yield point, and ultimately leads to breakage. Furthermore, a hardness test indicates the material is well within the range of accordance. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to user related issue. Most likely the failure was caused due to application of non-axial force while usage. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the tip of screwdriver broke and the end of the baseplate inserter twisted. Device is available for evaluation.